Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple intermittent messages on the pump stating that the cartridge could not be used and to load a new cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery.